Event description:
It was reported that an li61se intraocular lens was removed intraoperatively due to bent haptic. The incision was enlarged to remove the lens, and a backup lens of the same model was implanted with no problem. The ez-28b was used as the delivery device. No sutures were used to close the wound. According to the surgeon, the most likely cause of the event was a loading error. The pt's current prognosis is described as good and no treatment needed. Please reference MDR#: 1119279-2012-00109 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but has not been returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.